Event description:
It was reported that a pump was alarming for a system error 105. There was no pt involvement. The error did not occur on or before the first clinical use.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was received inoperable due to a system error 105, confirming the reported symptom. The error was caused by a failed motor. As a result, the motor was replaced.